Manufacturer narrative:
Details of complaint: the customer reported that the information on the central nurse's station (cns) will drop out for 10-15 seconds and it's occurring every minute or so. According to the customer, the ECG numeric and waveform will completely disappear for about 10-15 seconds and then comeback for all patients. This missing data is also seen in full disclosure and all the print outs. Technical support (ts) requested for the customer to provide the cns logs. There was no patient injury reported. Investigation summary: no evidence was found indicating any malfunction with nk devices. Nkc engineers suspected that the issue was org disconnection due large amounts of data being sent through the network as org's has lower network processing speeds. Nk tech support was able to resolve the issue by turning off the hiq view setting on the orgs. Hiq view allows for monitoring on both the telemetry device and cns. Having this setting turned on would increase the amount of data being sent through the network which may explain the disconnections found in the logs. The org's with hiq view on were installed in the facility with the setting on. Other orgs in the facility not experiencing the data loss issue had the setting off. The hospital network was not configured to handle the data traffic that hiq view would impose. The root cause of this issue is installer error. As this issue was not a result of a device malfunction, a CAPA is not initiated. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 10/19/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 10/22/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 10/25/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 10/19/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 10/22/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 10/25/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 10/19/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 10/22/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 10/25/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: bsm's: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. D10 concomitant medical device: the following device was used in conjunction with the cns: transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. D10 concomitant medical device: the following device was used in conjunction with the cns: org: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Manufacturer references # (B)(4) - 121637 follow up 001.

Event description:
The customer reported that the information on the central nurse's station (cns) will drop out for 10-15 seconds and it's occurring every minute or so. There was no patient injury reported.

Manufacturer narrative:
According to the customer, the ECG numeric and waveform will completely disappear for about 10-15 seconds and then comeback for all patients. This missing data is also seen in full disclosure and all the print outs. Technical support (ts) requested for the customer to provide the cns logs. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the information on the central nurse's station (cns) will drop out for 10-15 seconds and it's occurring every minute or so. There was no patient injury reported.